Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month of pot deployment, the patient with chest pain and stomach pain. A venogram showed a complete occlusion of the vena cava and iliac veins distal to the vena caval filter. The patient¿s ultrasound of the abdomen and pelvis showed extensive thrombus in the inferior vena cava, below the inferior vena cava filter, and bilateral iliac veins and common femoral veins. Around, seven years and four months later, the patient died because of cardiopulmonary arrest, large intracranial hemorrhage, hypertension and diabetes mellitus. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.